Event description:
I was implanted with pip saline breast implants in 1999. I have been suffering with pain and many medical issues over the years and now my quality of life is awful. I am in and out of hospitals, basically bedridden and in pain. FDA safety report ID# (B)(4).